Event description:
The pt received her scs sys consisting of an ipg and surgical lead on (B)(6) 2008. It was reported that the pt complained of bladder function problems and incontinence. The pt stated that this issue began a couple of weeks after her implant and has been a problem since then. It was reported by the physician that these symptoms were likely caused by the pt's previous hysterectomy. The pt had a posterior bladder tuck on (B)(6) 2010 to address the issue. F/u on the pt found that she was not using her stimulator. She reported that the stimulator was on a very low setting and was really not needed. There are no plans to explant the device at this time. No further issues have been reported.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.